Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the drain canister was overfilling. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the external waste line which resolved the issue. The customer ran qc and the results were within the established ranges and the instrument was resumed.